Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that when sitting for 10 minutes or more, the stimulation feels like pin pricks. The indication for implant is un known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.